Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap broke when the tube was flushed and sealed during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, a hermetic intravenous catheter was used, and the heparin cap was broken when the tube was flushed and sealed at 9:00 am on (B)(6) so it could not be continued to use. After the heparin cap was changed immediately, it could be continued to use, with no adverse effect on the patient".

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # (3006948883-2019-01022). This event has been over-reported.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap broke when the tube was flushed and sealed during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, a hermetic intravenous catheter was used, and the heparin cap was broken when the tube was flushed and sealed at 9:00 am on november 14, so it could not be continued to use. After the heparin cap was changed immediately, it could be continued to use, with no adverse effect on the patient",